Event description:
It was reported that an ams inflatable penile prosthesis (ipp) was observed to spontaneously inflate. The device had issues in filling and emptying. The ams inflatable penile prosthesis (ipp) remained in service and no patient complications were reported.